Event description:
Per the account, the tip of the device broke during a procedure. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the account, the tip of the device broke during a procedure. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d4, d9, h3, h6. Correction: follow-up report submitted to document the device was not available for evaluation.